Manufacturer narrative:
Samples are collected in bd pst tubes and centrifuged for 3 minutes in a statspin centrifuge. A) specimen was sampled from the primary tube. B) customer also diluted the specimen and obtained a 0.00ng/ml acutni result. Accu tni qc level two was out of specifications high in 2007. The other two levels of accutni qc were within specifications. The customer indicated that qc was within range on the day of event. System check performed on six days earlier failed the washed portion %cv out of specifications high. The washed portion only was repeated and recovered within specifications. A field service engineer (fse) was dispatched to the customer lab on a day after the original date. The fse performed washed portion of system check and hs system check which both passed. The fse changed peri-pump tubing, cleaned aspirate probes, and ran special clean. The fse verified that the instrument is operating within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from one (1) patient sample that was generated by the unicel dxi 800 access instrument. The initial accu tni result was 20.46ng/ml. The result was reported outside of the laboratory and questioned by the physician. The customer re-tested the sample for accu tni. The repeated accutni result was 0.01ng/ml. The customer re-tested the sample for troponin on a different instrument. The repeated troponin result was 0.00ng/ml (the initial report was amended). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.